Event description:
The mda instrument is a coagulation insrument used for in vitro coagulation studies. The laboratory received a specimen. A fibrinogen, protime (pt), a ptt, and a d-dimer were ordered. The sample was run on the mda and the initial results were all no clot with pt having a dye low error. The sample was rerun for fibrinogen and d-dimer at different dilutions. Some inaccurate results were again obtained. The tech, contrary to laboratory procedure, reported all four results, including the pt with the dye error. The laboratory recieved a second, newly drawn, sample from this patient. Results from these were also inaccurate. The patient was rerun on the mts. The initial results on the mtx were also no clot. These results were also called to the floor. The sample was rerun again for both pt and apit on the mtx. The pt and the apit both gave accurate results. The corrected results were then called to the follr. The treatment of the patient was not affected by the first two reports.